Event description:
The iab was inserted via a sheath into the right femoral artery. Approx. 10 minutes after insertion, blood was observed in the helium tubing. The iab was exchanged. There were no reported patient complications.